Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#c-taper cocr lfit head 36mm/-2.5mm ; cat#06-3697 ; lot#2w6631, device name#secur-fit max 127 hip stem #9 ; cat#6052-0935s ; lot#p781t7, device name#6.5 cancellous bone screw 25mm ; cat#2030-6525-1 ; lot#wt6dlr, device name#primary tritanium hemi cluster hole cup 58mm ; cat#502-03-58f ; lot#y932yw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pre-op diagnosis: chronic pain following left total hip arthroplasty, infection and inflammation due to left hip prosthesis." A head and liner were revised.